Event description:
Boston scientific received information that there was a right ventricular (rv) lead perforation with pericardial effusion. A repositioning procedure insued, but was unsuccessful due to the surgeon being unable to push the lead after retracting it from the old position. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a complete right ventricular (rv) lead was returned with the helix fully retracted and no notable irregularities. There was dried blood noted in the helix, helix housing and neck region of the lead. Analysis could not confirm the allegation that there was a rv lead perforation with pericardial effusion and the lead was unsuccessfully repositioned due to the surgeon being unable to push the lead after retracting it from the old position due to the helix appearing normal with no signs of damage.